Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), product type: lead. (B)(4).

Event description:
The patient via a manufacturing representative (rep) reported that the patient had a fall and now therapy was not working. The patient was with the clinician but was unable to communicate with the implantable neurostimulator (ins) using the clinician programmer (cp), patient programmer (pp), or recharger. There was an error message on the recharger and a telemetry failure message on the cp. Therapy was working before the fall. It was suggested to do a physician mode recharge (pmr). The change in therapy/symptoms was considered sudden. It was unknown when the patient fell. The patient's relevant medical history includes peripheral causalgia and spinal pain. The rep later reported that the patient's battery died. There was a power on reset (por) and they brought the battery back to life. The issue about the therapy not working had been resolved. There was a follow-up appointment scheduled for (B)(6) 2015.